Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and threshold suspend. Customer¿s incident blood glucose was 471 mg/dl. The customer also experienced different blood glucose level 450 mg/dl, 431 mg/dl, 302 mg/dl and 300 mg/dl. The customer treated with the manual injection and insulin pump. The sensor glucose was 103 mg/dl. Insulin delivery was suspended due to sensor values and blood glucose value. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer did report symptoms as a result of high blood glucose level. Troubleshooting was done for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump and sensor will not be returned for analysis.